Manufacturer narrative:
Acclarent followed up with the physician to gather add'l info. The surgeon stated that he understood that the use of inspira air balloon was off label and he is aware of the recommendations of positioning the balloon within a stenosis and not pulling on the shaft. The subject device of this report was not returned for evaluation, and its whereabouts are unk. Acclarent will continue to monitor this phenomenon for trending purposes. .

Event description:
Acclarent became aware of an event during a conference on (B)(6) 2012 involving an acclarent inspira air balloon that had occurred 2-3 years ago. The surgeon used the acclarent inspira air 14x40mm balloon off label to dilate the laryngeal stenosis. It was noted by the physician that he passed the balloon distally within the stenosis and during the process, he pulled hard against resistance. The surgeon then had difficulty to deflate the balloon and had to "over inflated" the balloon causing it to rupture so it could be removed. There was no trauma to the airway and no injury to the pt. A second 14c40mm inspira air balloon was used by the physician and the airway successfully dilated. There was no pt injury and no add'l medical care or intervention was needed.